Manufacturer narrative:
Several attempts to obtain customer's contact information have been made without success. Unable to request a product return as no customer's contact information is unavailable. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.

Event description:
An abbott diabetes care sales rep reported that the nurse at the doctor's office she visited on (B)(6) 2011 informed her that they had a medical episode associated with their freestyle lite meter reading low. The nurse informed the sales rep that her daughter, the user of the meter, stayed the night over a friend's house and was found unresponsive in the morning. When the customer's friend took the customer's blood sugar the adc meter read 174 mg/dl. After taking her blood sugar the customer still did not wake up, so they rushed her to the hospital. When they arrived to the hospital she was in coma with dka, and 30 minutes later when taking a reading the result was 1350 mg/dl on hcp meter. The sales rep does not have the customer's information to provide to abbott. She reportedly showed the nurse (B)(6) and informed to call adc with the complaint. There was no report of death or permanent impairment associated with this medical event.